Event description:
A healthcare professional reported that the vitreous cutter was not working at the programmed rate during a vitreoretinal procedure after passing the priming test. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
A product sample has been requested for evaluation; however, it has not been received at the manufacturing site for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).